Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at .1631mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the pump was interrogated at the ER (emergency room) and it was found that the low and empty reservoir alarms occurred. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was never provided a new refill appointment date following implant in february. The ER was going to treat for withdrawal. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.